Event description:
A health care professional reported that blunt knives were noted during separate surgeries. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
No sample was returned for eval. No lot info was provided, therefore a device history record review and complaint history review could not be conducted. The root cause for the customer complaint issue cannot be determined. All knives are 100% visually inspected and tested for penetration during mfg. (B)(4).